Event description:
The customer reported an uncontained green fluid leak from the back of main diluter panel and on top of the laser cover of the coulter lh 500 hematology analyzer during shutdown. The fluid leak consisted of diluent, blood and clenz mixture. There was no error message generated when the leak occurred, and there was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing gloves and laboratory coat when the leak was observed. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found a clog in the red stripe tubing at the backwash pump (pm8). The fse replaced the red stripe tubing and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).